Event description:
Hill-rom received a report from a hill-rom technician stating the beds interface unit shorting out. The bed was located in the bed shop at the account. There was no pateint/user injury reported.

Manufacturer narrative:
The hill-rom technician found there was a short in the communication cable. He found the communications cable from bed to wall appears to have a 90 degree bend at the strain relief area which is attached to the bed. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.